Event description:
A report was received that the pt was on an intravenous drip for a bacterial infection, the symptom of which was pus around the suture site. The nurse indicated that the pt may have been allergic to the sutures.

Manufacturer narrative:
The pt was released from the hospital and given oral antibiotics. The pt no longer has any sign of infection, and is reportedly doing well. A review of the manufacturing documentation of the devices involved in the complaint found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices involved in the complaint found them to be satisfactory. This is the final report.